Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code during "normal usage". Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer's blood glucose (bg) level was 250 mg/dl and insulin pens were to be used to manage diabetes.